Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator alarmed "vent inop" and "motor fault". An attempt to calibrate transducers failed. The customer reported that the main board was changed and the unit was functioning as per specification. The customer did not report any information regarding patient involvement, at this time it is currently unknown.

Manufacturer narrative:
Results of investigation: the vyaire medical failure analysis laboratory received the suspect component, a vela main printed circuit board assembly (pcba), and evaluated the component. An evaluation of the component confirmed and duplicated the reported issue and isolated the issue to solenoids are slow to respond.